Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that the patient had a right subtrochanteric fracture and had a trochanteric fixation nail advanced (tfna) implanted on (B)(6) 2015. The patient presented on (B)(6) 2015 with a non-union and it was found that the tfna had broken at the junction of the nail and the blade. Revision surgery was completed on (B)(6) 2015 without any complications. There was no surgical delay and the patient outcome was successful. A non-synthes device was used to replace the tfna. The provided x-rays were reviewed by the manufacturer and it was noted that the nail breakage could be confirmed. This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).